Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not deploy. It was stuck in the loader. A replacement unit was used to complete the procedure. There were no pt effects. The event occurred some time last week. The product is returning.